Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not staying powered up) has been confirmed. Upon investigation the battery charger would not power up. The cause for the failure was isolated to unseated connector pins on the battery charger power supply unit. The root cause for the recessed connector pins could not be positively identified but was likely excessive force. No adverse event resulted from the recessed pins. The pt received a replacement battery charger.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's battery charger was not staying powered up. The pt was issued a replacement battery charger.